Event description:
It was reported that the right atrial (ra) lead malfunctioned. Attempts to find additional information were unsuccessful. The lead was capped and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.